Event description:
It was reported to philips that fluoroscopy tests showed minimal charge, requiring adjustment of the pedal connector on an allura xper fd20 biplane. The clinical use of the system was in use. There was no reported patient or user harm.

Manufacturer narrative:
Philips service adjusted the x-ray pedal connector, tested the system, and returned it to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).